Manufacturer narrative:
Additional information has been requested from the physician for this event but has not yet been received. If additional information is received, a supplemental report will be submitted. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The diamondback peripheral orbital atherectomy device (oad) was used to treat a severely calcified lesion which was 150mm long in a vessel that was 100% stenotic with a diameter of 6mm. During the procedure, the oad spun into the sub intimal plane. Upon removal of the device, an angiogram was performed, and no flow was observed. Debris was noted at the distal popliteal artery after imagining obtained of distal arteries. The debris appeared to be intimal wall tissue. The debris was retrieved and the procedure was completed with no additional complications noted.

Manufacturer narrative:
Csi ID: (B)(4).

Event description:
The event description has been revised to reflect additional information received. The diamondback peripheral orbital atherectomy device (oad) was used to treat a severely calcified lesion which was 150mm long in a vessel that was 100% stenotic with a diameter of 6mm. During the procedure, the oad unintentionally spun into a sub intimal plane. After removal of the device, balloon angioplasty was performed and a flow-limiting dissection was observed. Debris was noted in the popliteal, anterior tibial, posterior tibial and peroneal arteries and it was unknown if it was portions of the intimal wall or thrombus. Manual thrombectomy was attempted to remove the debris, but extensive residual thrombus of the vessels was observed. The remaining debris was removed via mechanical thrombectomy and the patient was discharged in stable condition following the procedure.

Manufacturer narrative:
The device manufacture and expiration dates and UDI were unintentionally omitted from the initial report. This correction was submitted to include this information. Csi ID: (B)(4).